Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-04683. It was reported that the atrial and right ventricular leads exhibited noise and insulation issues. The ventricular lead noise was reproducible with isometrics. Low impedance was noted as well. Patient received inappropriate shock due to ventricular lead noise. The leads were capped and replaced on (B)(6) 2019. The patient was in a stable condition.